Event description:
The hcp reported the pt had been experiencing a burning sensation and abdominal cramps and spasms. A catheter and pump revision were performed due to the "device moving and flipping/free floating." The pt recovered and was stable, but did experience right foot drop that the hcp reported was related to the surgery and not the pump.